Event description:
Reporter indicated that a patient experienced pneumonia following vns therapy implantation. Further follow up with the treating physician indicated the pneumonia was related to the surgical procedure. The pneumonia resolved prior to the patient's next office visit approximately one month later.

Manufacturer narrative:
H.6. Pneumonia is a well known complication generally related to aspiration upon extubation of patients.